Event description:
On (B)(6) 2015, the patient contacted animas alleging, 2 cartridges from the same box was unable to be filled. The patient denied damage to the device. The patient reportedly was able to cycle the cartridges 2 to 3 times as usual, pressurized the vials of insulin correctly and was unable to fill the cartridges. It was noted that the patient was pulling the plunger so hard that she accidently pulled the plunger out of the back of the cartridge and dropped and broke a vial of insulin. The patient reportedly repeated the same process with the next cartridge and the same issues occurred with another cartridge. The patient reportedly received assistance from someone and then was able to partially fill the cartridge. The patient reportedly had no delivery issues with the pump with the cartridge and she had no further issues using the other cartridges from the same box. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a visual inspection of the cartridge was performed with no damage or defects. A fill test was performed; no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.